Event description:
It was reported that a patient, male, underwent an atrial fibrillation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade. The patient¿s medical history is unknown. During procedure, a pericardial effusion was noticed as the patient¿s blood pressure dropped. It was confirmed by ice. Medical intervention was performed, pericardiocentesis and 1000 cc of fluid was removed. The patient required extended hospitalization. The patient was reported to be in stable condition at the time bwi followed-up with the physician. A transseptal puncture was performed and presumed for the event to have occurred during ablation phase. The physician¿s opinion regarding the cause of this adverse event is that rf energy was being applied without realizing in left superior pulmonary vein. Settings during the event include: power setting were between 25 ¿ 40 w and flow setting at 30 ml/min. The patient received anticoagulation at a target between 350 ¿ 400 s.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As the lot # was provided, the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant bwi products: product: carto 3 rmt system; us catalog # fg560000; serial # (B)(4). Product: stockert 70 rf generator; us catalog # s7001; serial # (B)(4). Product: coolflow® irrigation pump; us catalog # cfp002; serial # (B)(4). Product: webster® duo-decapolar electrophysiology catheter; us catalog # d728260rt; lot # 17145065m. Product: pentaray nav high-density mapping eco catheter; us catalog # d128211; lot # 17165848l. Product: soundstar® 3d diagnostic ultrasound catheter; us catalog # sndstr10; lot # unknown. (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).